Event description:
It was reported that this right atrial (ra) lead was not capturing at maximum output. The lead measurements were within normal limits and configured as bipolar. Technical services (ts) recommended checking the patient in unipolar configuration. No adverse patient effects were reported. This ra lead remains in service.